Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via friend/family member who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was ever since being implanted the pts therapy was set to 2.8 through 3.2 and pt would do physical therapy. Pt had spinal stenosis surgery on (B)(6) and since then when the pt laid down it would shock their body, pt use to only experience shocking when it was at 3.2 through 3.4 so they would turn it down but now pt was getting shocks at 2.8 intensity; they even turned the intensity down to 2.5 but still felt the shocks. Pt would turn their therapy off for exercises and the ins never been reprogrammed. The pt had 2 groups and they did not know the different from group a or b. Caller wanted to know why it started all of a sudden. Pt had been in physical therapy all year with the intensity at 2.8 through 3.2 but they were just now getting shocks. For over a year it was not really a problem until recently, when asked for an event date the caller said the intensity of 2.8 was not a problem until the last few days for they always kept it at 3.2 to 3.3 and when doing physical therapy it was always at 2.8 to 3.0 and recently the shocking was coming on. Caller wanted to know if it was dangerous because when the pt was doing exercises the shocks would go through their body and they thought they were going to have a heart attack. Caller noted the pt had been working with a hcp since implanted at national spine and pain and they had an appointment tomorrow for the pt to get an epidural since pt was experiencing a lot of pain. The patient was redirected to their healthcare provider to further address the issue.